Manufacturer narrative:
The ge service rep replaced the monitor assembly, and test normal system operation.

Event description:
The customer reported that the left monitor was flickering, and the image was not sharp. The customer swapped the image to the right monitor to view clearly.